Event description:
During an in-clinic follow-up, decreased defibrillation impedance and an over current detection (ocd) alert were observed on the right ventricular (rv) lead, which caused high-voltage (hv) therapy to be withheld. The suspected cause of the event was due to lead damage, although not confirmed. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.